Manufacturer narrative:
Race - (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal suture broke when attempting to lock device. The entire device was removed with the patient developing a mild hematoma at the side of groin. The patient was reported to be stable. The entire device was removed including the anchor. Manual compression was applied to the patient after the device was removed. Additional information was received on (B)(6) 2021. The procedure was a percutaneous transluminal coronary angioplasty (ptca). A 6fr procedural sheath was used. A pre deployment angiogram was performed. The anchor broke while collagen was compressed and the whole device was taken out.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.